Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the plunger clamps in the reported problem area of the pipette assembly were failing the pull test. The plunger clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.